Event description:
Healthcare professional through a regulatory agency reported "rupture with intracapsular silicone diffusion, capsular contracture baker grade IV and pain". This record is for the right side. Device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.